Event description:
A surgeon reported that system messages were displayed during a retina procedure and the intraocular pressure control could not be used. The issue was resolved with exchanging product with another. The procedure was completed without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).